Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot#: unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's disease. It was reported the patient's lead was revised in july because of poor effect. There was no improvement of preoperative stiffness or poor walking after the surgery. The amount of medicine was increased as well, but no effect after many times of program control. The doctor advised for the patient to "adjust their mind". It was unknown if there was 50% reduction in symptoms. No effective measures were taken. It was unknown what troubleshooting was done. The patient was currently observing at home. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the lead was never revised, the healthcare provider (hcp) only performed a program control.